Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized due to loose motions, and the patient was treated with vancomycin injection (1gm, intraperitoneal, every 72 hourly, ongoing), and amikacin injection (125mg, intraperitoneal, once a day, ongoing) for the event. On an unknown date, the patient has recovered from loose motions. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.